Event description:
Insulin syringes had defect; a hole at end of barrel which leaked insulin. Doses, frequency and route used: injects insulin 5 times per day. Therapy dates: 2008. Diagnosis for use: diabetes mellitus type 1. Event abated after use stopped or dose reduced: yes.